Manufacturer narrative:
Eval summary: one or a combination of the following factors might have contributed to this type of failure: insufficient thread engagement during impaction may have led to high stress on the bolt threads. Off-axis impaction of the device coupled with sufficient or insufficient thread engagement may have led to high stress on the bolt threads. Levering action on the cup inserter to reposition the shell may damage the thread. Without additional info, an exact cause of the fracture cannot be determined. Eval: the device history record was reviewed and found to be conforming to mfg, inspection, and packaging specifications. Examination of the device shows that the thread on the locking bolt is fractured near its distal end and the fractured component from the hex bolt remained within the shell.

Event description:
It is reported that the threads of the inserter fractured off into the shell during impaction. The cup was not fully seated so the shell was removed and discarded. A second continuum shell was opened and implanted using a different inserter.